Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention and urinary dysfunction. It was reported that the patient came in for visit and during battery check, an orange depletion warning appeared. They had premature/abnormal ins depletion patient was running at a rate of 50hz with stimulation @2.6ma. Patient was not having to cath at this setting. Zero post-void residual. The cause was unknown. They also experienced a return of baseline symptoms of urinary retention. They replaced the battery immediately and the issue was resolved.